Event description:
Customer reported device =594 mg/dl at 11 am. Customer went to the hosp at 5:15 pm. Hosp device = 76mg/dl. Customer was advised to eat. No controls. A request was made for return product and replacement product was sent.